Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested on 10/05/2010, 10/12/2010, and 10/19/2010 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).

Event description:
A surgeon reported a pt with positive dysphotopsia following intraocular lens (iol) implant surgery. The surgeon reported a yag capsulotomy had been performed. Additional info has been requested. There are two medical device reports associated with this event. This report is for the right eye.